Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. As interference was suspected, the sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Of the data, only the results for elecsys ft3 iii and elecsys ft4 ii assay were discrepant. All patient data is included in the attachment to the medwatch. No erroneous result was reported outside the laboratory and the there was no allegation of an adverse event. As no sample material remained for further investigation, a specific root cause could not be determined. From the information provided, a general reagent issue could most likely be excluded. A biological component may be present in the sample that may interact differently with the assay components used of the different analyzers. (B)(4).